Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of 4 days, loss of capture was reported. No adverse patient side effects have been reported. The device was explanted and a new one implanted.